Event description:
Hospital reported: they were performing a foreign body retrieval through an 11 fr angio sheath using ensnare. They advanced the ensnare catheter and then the ensnare. The radiopaque band came off the distal end of the catheter. A 3 hour procedure was required to retrieve the radiopaque band and 1 retrieval device.

Manufacturer narrative:
The customer states the radiopaque band came off the distal end of the catheter. The incoming inspection records of the raw material catheter were reviewed. A finger pull test is required at incoming inspection of the catheter. The results of the raw material finger pull test were found acceptable. There were no defects or deviations noted. The device was returned and evaluated. The catheter returned is missing the radiopaque band as stated by the customer; therefore, the failure was confirmed. Indentations at the original ring position were visible, indicative that the platinum ring was assembled correctly. Apart from the separated ring no anomalies were identified in the product. Previous complaints were reviewed for the same defect mode. In those cases the root cause of this occurrence experienced by the customer was due to excessive force or abnormal interaction during the procedure. The dfu for the product states that excessive force may cause damage to the catheter.